Event description:
It was reported that the patient's remote monitoring system associated with this device displayed a red light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated that the device was able to communicate with the remote monitoring system and there was no evidence of a device issue. There is no additional information available. If additional information becomes available this report will be updated.